Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified in the patient therapy log on (B)(6) 2012 during drain cycle 6. The patient's ultrafiltration (uf) reading was 2320 ml, indicating the home patient (hp) drained 2320 ml more than the largest prescribed fill volume of 2300 ml. This meant the total drain volume was approximately 4320 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Baxter contacted the nurse to notify of this incident of iipv that was found during the device log review. Reference master complaint (B)(4). Probable cause: insufficient drain- use error; tidal uf removal set too low.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the logs. The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain use error, tidal uf removal set too low.